Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
Manufacturer's reference number(B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights- volista. As it was stated peeling of the top layer of the panel was noticed. There was no injury reported, however we decided to report the issue based on the potential as any parts falling off during procedure or into sterile field might be a source of contamination. Based on the information available to date, when the event occurred, the device was not being used for the patient treatment. Performed evaluation of the involved device allowed to establish that it failed to meet the manufacturer specification as due to reported issue technical deficiency of the device occurred and it contributed to the outcomes of the event. The investigation into the root cause of the problem occurrence has been performed by both the manufacturer of the surgical light and the supplier of affected component. No specific root cause was established with certainty. In summary, this complaint is the seventh one registered for volista devices where an issue with detachment of this type of keypad was raised. Comparing the number of complaints received for this failure mode to number of sold devices worldwide (approx. 14000), we found out that the complaint rate is low. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Manufacturer narrative:
Issue is being investigated by manufacturer. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of the surgical light- volista access. As it was stated layer of keypad peeled off and photo evidence confirms the issue. There was no injury reported, however it was decided to report this issue based on the potential as any part falling off into the sterile field or during operation might be a source of contamination.